Event description:
The customer contacted physio-control to report that the display of their device was blank upon power on. This occurred twice. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer also advised that their device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified and duplicated the reported issue. Physio also observed the device disarm itself for defibrillation when the shock button was pressed, this is related to the reported event code logged in the device memory. Physio replaced the main keypad assembly to resolve the logged event code and disarming issue. After further testing it was determined that the cause of the device boot issue was the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a replacement device. Based on the information available, physio-control has determined that the likely cause of the reported logged event code and disarming issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device was blank upon power on. This occurred twice. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer also advised that their device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with this event.